Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) required a fiber optic module.

Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9, e1(event site email), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. This complaint record is being closed because no response has been received after three (3) good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. If information is received, the complaint will be reopened and updated.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) required a fiber optic module. No harm/injury has been reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation).

Event description:
N/a.